Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 350 mg/dl and customer was alleging the insulin pump of under delivery of insulin. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. The customer was treated by intravenous fluids and insulin intravenous. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump and reservoir will not be returned for analysis.